Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer was in the water with the pump on for 5 minutes when a malfunction alarm occurred and stopped all insulin delivery. The customer's blood glucose level was impacted 600 mg/dl. However. The customer is on a cruise and stated high blood glucose level was also in relation to poor food choices and not managing diabetes well. It was indicated that the customer would use manual injections as alternate insulin therapy.